Event description:
Additional information received by the patient reported that the issue with the machine not helping their pain relief was reported to their physician and it had already been taken care of. It was noted that the circumstances that led to the event was that the device was set to one program. They had met with their manufacturer representative and the issue was resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported a loss and change of therapy. The patient needs a company representative (rep) to adjust her machine. The patient was not getting enough pain relief. The device stopped helping the patient in (B)(6) 2015. About a week later the patient reported that the device would be at 9 then went to 5 but she got in touch with a rep and the rep changed the program on it, which resolved the device not helping with pain relief. It was noted that the indication for use were failed back surgery syndrome and spinal pain. If additional information is received, a follow up report will be sent.